Manufacturer narrative:
(B)(4). There is no documentation that shows a causal relationship between the event of shortness of breath, sepsis, or the potential peritonitis and related hospitalization and the liberty cycler. Additionally, there is no allegation of device malfunction and the adverse events. There is however a probable association between the patients noncompliance with ccpd treatment and the development of shortness of breath. The diagnosis of peritonitis was never confirmed, nor was the source of sepsis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that an end stage renal disease (esrd), continuous cyclic peritoneal dialysis (ccpd) therapy patient was hospitalized. During a follow-up call to the peritoneal dialysis (pd) registered nurse (rn) it was learned that the patient had been hospitalized from (B)(6) 2017 through (B)(6) 2017. Initially it was reported by the pdrn that the patient had been admitted for pneumonia; although the pdrn could not confirm that diagnosis. However, once the patient¿s discharge summary was received it was revealed according to the hospital discharge summary the patient initially presented to the hospital with shortness of breath (sob), with a new york heart classification of 3 with marked limitation of physical activity. Comfortable at rest. Less than ordinary activity causes fatigue, palpitation, or dyspnea but no other signs or symptoms. The following day the patient developed chills, sweating, and vomiting. At that time the patient was diagnosed with sepsis and a question of peritoneal peritonitis. The patient was started on zosyn and levaquin to rule out septic peritonitis; no laboratory results were reported. The patient did continue with pd therapy during the hospitalization. It was also noted by the physician that the patient was non-compliant with ccpd treatments. This was confirmed with ccpd flow sheet received which showed the patient had missed a total of 7 ccpd treatments in (B)(6) 2017 previous to hospitalization.